Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# implanted: explanted: product type software. Software version 2.0.1700 section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: unknown, UDI#: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving unknown morphine (unknown dosage and concentration) via an implantable infusion pump for spinal pain indications. It was reported that the patient's pump was refilled 2 weeks ago but the patient said it was slow and sluggish. The patient mentioned they charged their personal therapy monitor (ptm) and it takes forever to get their medication. The patient mentioned they did not use the pump since april until 2 weeks ago, and the issue started 2 weeks ago after their pump refill. The patient mentioned an instance that they were unable to get a bolus because it was taking too long to connect. After clearing data, the patient was able to connect to the pump but encountered a 'no pump response' message. The patient then successfully connected to their lockout screen with 3 bolus left. They have 5 bolus per day and had used 2 already this day. The agent on the call had the patient clear data and the patient successfully connected to their pump.